Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was implanted within a 1.5cm non-resectable malignant stricture in the common bile duct on (B)(6) 2011 during a stent placement procedure. According to the complainant, this patient was part of an independent investigator sponsored research study, reviewing the effectiveness of the wallstent biliary covered stent system versus the wallflex partially covered stent system within non resectable malignant strictures. On (B)(6) 2012, the patient presented with icterus and cholangitis. The patient's bilirubin levels were 290 (units not reported) and c-reative protein levels were 130 (units not reported). Reportedly, there was tissue ingrowth within the proximal side of the stent. The patient was subsequently hospitalized for observation. In the physician's assessment, the icterus and cholangitis were due to the progression of the tumor and were not caused by the stent. On (B)(6) 2012, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed and a new stent was implanted over the wallflex biliary rx partially covered stent. The patient was discharged from the hospital later that day. There were no further patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was used prior to the expiration date. Independent investigator sponsored research study, reviewing the effectiveness of the wallstent biliary covered stent system versus the wallflex partially covered stent system within non resectable malignant strictures. Relates to the patient event of cholangitis. Reported issue of stent blocked/occluded. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.